Event description:
Reporter name - (B)(6): I have had 4 sensors in a row fail and give me false low readings that are more than 30% different than a fingerstick using a blood glucose monitor. I have called abbott freestyle support each time and they have replaced all 4 for me, but this is absolutely inexcusable. I also use the sequel twist insulin pump with this cgm. So, if the number on the cgm is wrong, it could obviously have a detrimental effect on my blood sugars and overall, health. The serial numbers of my last 3 sensors of the 4 are: (B)(6); all 4 of these sensors have reported false low readings within a time span of 3 days of wearing them, at the most. Again, absolutely inexcusable. When I have reported these to abbott, the questions I get from their support people are such that they are trying to blame me for their problem. The questions they ask me are worded in such a way as to make it seem like something I'm doing or not doing is why these sensors fail. I've even been told that if the product isn't working for me that I might need to find another solution. So, they clearly don't care they are putting more lives at risk. I am aware of the massive recall of both the 3 and 3+ libre sensors a few months ago. Clearly abbott has learned not one thing from that and continue to make faulty sensors. I am asking the FDA to force abbott to stop production of all libre 3 and 3+ sensors until they can make a decent product. They are continuing to put more and more lives at risk and they need to be stopped. Reporter email: (B)(6) / additional product details: I have had 4 sensors in a row fail and give me false low readings that are more than 30% different than a fingerstick using a blood glucose monitor. I have called abbott freestyle support each time and they have replaced all 4 for me, but this is absolutely inexcusable. I also use the sequel twist insulin pump with this cgm. So, if the number on the cgm is wrong, it could obviously have a detrimental effect on my blood sugars and overall, health. The serial numbers of my last 3 sensors of the 4 are: (B)(6). All 4 of these sensors have reported false low readings within a time span of 3 days of wearing them, at the most. Again, absolutely inexcusable. When I have reported these to abbott, the questions I get from their support people are such that they are trying to blame me for their problem. The questions they ask me are worded in such a way as to make it seem like something I'm doing or not doing is why these sensors fail. I've even been told that if the product isn't working for me that I might need to find another solution. So, they clearly don't care they are putting more lives at risk. I am aware of the massive recall of both the 3 and 3+ libre sensors a few months ago. Clearly abbott has learned not one thing from that and continue to make faulty sensors. I am asking the FDA to force abbott to stop production of all libre 3 and 3+ sensors until they can make a decent product. They are continuing to put more and more lives at risk and they need to be stopped. Pt: 4582. Device: 2460, 3023. Reference reports#: mw5188851, mw5188852, mw5188854.